Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
End user reports feeling pain and a heat sensation on the right hip two days before the dressing was removed. The end user had right hip replacement surgery on (B)(6) 2015 and the dressing was worn for seven days. End user advised that her incision was covered with steri-strips and was not cleansed as she could see residual betadine on the skin. She also advised the dressing was applied while she was in a standing position with the knee not flexed. Upon removal of the dressing; a bright red area mirroring the outline of the hydrocolloid border was noted. End user also reports tiny blisters, peeling and discoloration of the affected area. To help with her symptoms she is currently taking acetaminophen 1000 mg every 8 hours and dilaudid 4 mg every 8 hours for pain which were previously prescribed for her post-op pain. Due to worsening symptoms; she presented to a physician assistant and who described the affected area as a chemical burn. He prescribed topical silvadene cream 1 percent twice a day as well as betamethasone 0.05 percent cream between use of the silvadene cream. End user advised the affected area is improving.